Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) on an unknown date and a barbed suture was used. Post-op, the patient experienced an infection. The surgeon opined that he couldn¿t say it was because of the suture. The surgeon was using the barbed suture in the past for high tension closure in joint cases. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: date and name of index surgical procedure? Unknown date, tka procedure the diagnosis and indication for the index surgical procedure? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unknown. On what tissue was the suture used? Unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Unknown, but reviewed starting technique per IFU and surgeon stated he was not starting the suture correctly. Were two reverse stitches performed across the incision prior to closure? Uknown but did review with surgeon. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Unknown. Please provide the onset date/time of infection from the initial surgical procedure. Unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown. Were cultures performed? If so, please provide the results. Na. How much and what type of drainage is present in this wound? Unknown. Please describe any medical intervention performed including medication name and results. Unknown. Were any pre-op cleansing procedures changed recently? If yes, please describe. Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. What symptoms did the patient experience following the index surgical procedure? Onset date? Unknown. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Unknown. Lot number? Unknown. Surgeon¿s name? Dr. (B)(6).